Event description:
Boston scientific received information low right ventricular pacing impedances were recorded. At this time there has been no change to this right ventricular lead status. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information received noted this patient had continuous inappropriate shocks delivered, and a lead problem was suspected. The device was programmed to monitor only to prevent inappropriate shock therapy. Noise and oversensing was seen with arm maneuvers. A revision procedure has been scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received noted that a new pace/sense lead was implanted while this right ventricular lead pace/sense portion was surgically capped. No adverse patient effects were reported following the procedure.